Event description:
It was reported that a werewolf 90 coblation wand electrode remained stuck in the section function, it was not possible stop it; therefore had to be disconnected. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: a2, a3, a4 and b5. Corrected data: h6: health effect - impact code.

Event description:
It was reported that during an acl, a werewolf 90 coblation wand electrode remained stuck in the section function, it was not possible stop it; therefore had to be disconnected. Surgery resumed after a 10 minute delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Bio debris is present. No other visual issues were observed. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found that plugging the wand into the controller cause an end-of-life error. Using bypass software, the wand created plasma and coagulation as intended. Each function was tested in both hand and foot controls with no sticking issue. Wand data shows the wand has been previously used and experienced no detected error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the wand´s connector or cable got damaged or saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.